Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the ext set .2 mf low sorb experienced leakage. The following information was provided by the initial reporter: material no: 10013902, batch no: 20086308. Patient called rn to note that shirt was wet due to a leak from the product. Patient started on infusion, 10 minutes into infusion patient called rn stating their shirt was wet due to leaking from line. Tubing examined. Needless connector replaced, leak persisted. Add on 0.2 micron filter replaced and leak no longer occurred.

Manufacturer narrative:
H6: investigation summary one used extension set, model 10013902, lot 20086308, was received by the customer for investigation. The set was visually inspected and no defects were observed. The sample was flushed with a blue dye solution and leakage from the filter vents could clearly be seen. The customer's complaint of leakage was verified. However, at this time, the root cause of the filter leakage is unknown. The filter supplier has been notified of the defect and the sample will be sent for further investigation. A device history record review for model 10013902, lot number 20086308 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents.

Event description:
It was reported that the ext set .2 mf low sorb experienced leakage. The following information was provided by the initial reporter: material no: 10013902, batch no: 20086308. Patient called rn to note that shirt was wet due to a leak from the product . Patient started on infusion, 10 minutes into infusion patient called rn stating their shirt was wet due to leaking from line. Tubing examined. Needless connector replaced, leak persisted. Add on 0.2 micron filter replaced and leak no longer occurred.